Event description:
Event description boston scientific crm received information that this implantable right ventricular (rv) lead exhibited high pacing impedance. Impedance had gradually increased to 2096 ohms and was 1500 ohms at the implant of the current competitor device. A boston scientific crm technical services (ts) consultant discussed that this was a high impedance lead, but 1800 ohms was the upper end of the normal range. Ts also discussed that it could be more difficult to assess normalcy when a boston scientific lead is connected to a competitor device. The clinician was going to measure thresholds to help determine whether to continue to monitor the impedance or perform more aggressive testing. The clinician was also going to review data for noise and attempt to create noise as ts suggested. Boston scientific received information that this lead was surgically abandoned and replaced. The reason for replacement was unknown. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the available information suggests this lead remains in service without additional complication. The local area sales representative was contacted for additional information, but was unable to provide additional detail. Should any additional information related to this event become available, this event will be updated. The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.